Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6)2010. Since the procedure, the patient has experienced pain and bleeding so severe that she has had to go to the emergency room multiple times. No additional information is known at this time.